Manufacturer narrative:
Additional information: medtronic received additional information via medwatch form (B)(4) that product ID 9733235, lot number 2019051232 was also involved in this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a healthcare provider (hcp) regarding a navigation system and instrument being used for a sacroiliac and thoracolumbar procedure. The caller indicated that a small perc pin cannula was left in the patient. The surgeon decided that the 100 mm perc pin was too small, so they moved to the 150 mm perc pin. The surgeon did not take out the smaller cannula which was found after closing the patient and taking a confirmation spin. The stab incision was reopened to take out the hardware causing a 15 minute delay. There was no change in patient outcome as a result of this issue. Additional information was received stating that there was not an issue with the perc pin nor the navigation system. I grabbed the 150 mm perc pin. That was put in. Towards the end of the case the scrub tech realized she couldn¿t find the smaller cannula. She had located the smaller dilator. She stated she thought it was handed to her. We looked around the table for it. We did not find it. The physician closed patient and this was noted on imaging system spin.